Manufacturer narrative:
The information that provided in section date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia and also had seizure. Customer's blood glucose level was unknown at the time of incident. Customer's wife treated customer with glucagon. Customer reported sensor updating or sensor glucose value not available status or alert. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.